Event description:
It was reported that the ilet user observed wetness during the fill tubing step and noted that the infusion set adapter had been attached to the cartridge outside of the pump, indicating the supply change process was not followed in the correct order. No reported symptoms or clinical effects. Outcomes included no reported alerts, alarms, or medical interventions. Investigation included troubleshooting and user education on the correct order of operations for supply changes. Investigation of this case revealed an incorrectly attached infusion set connector, with user technique identified as the likely contributor. It was concluded, based on previously established findings for similar reports, that user error related to device setup was the cause.